Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array was "flipped" and the tip was not inside the array but was outside. It was noted that the array was "not well driven by the wire". It was attempted to extend the array and then capture it inside the sheath. Since the wire was still out, the array did not completely return into the sheath and kinked. The catheter was removed from the patient. The tip was replaced by hand and the array was able to be captured and deployed without any issues. The array was "a little bit deformed" and the catheter was still used for the procedure. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.